Manufacturer narrative:
(B)(4). Batch#: r93d0y. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument, and the hand activation feature was non-functional. However, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to what caused this issue. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information was requested and the following was obtained: did the generator display any error messages and if so what were they? Did the device pass the pre-test?had the device been working and then stopped? Email from the customer: no further information available.

Event description:
It was reported that during an unknown procedure, the device didn't work. A spare one was used to complete the case with a three minute delay. There were no patient consequences. No additional information is available at this time.